Event description:
Our affiliate is reporting to us that during an arthroscopic shoulder procedure, the 'dams' of 3 mitek clear cannulas fell away into the body. The dams were retrieved and the procedure was concluded successfully without further issue or harm to the patient. The complaint devices were discarded at the user facility; however, our affiliate is returning 1 new device from the same lot for investigation. Also see associated mdrs 1221934-2012-00198 and 1221934-2012-00199.

Manufacturer narrative:
Mitek received 2 8.5 mm x 75 mm threaded clear cannulas; one in apparently in good condition and the other's dam distorted; also received a "reusable obturator", which, appears in good condition. The obturator was inserted into various sample clear cannulas repeatedly without any issue. Both the returned obturator and sample obturators were repeatedly passed through both of the returned cannulas without issue; even the cannula with then distorted dam accepted the repeated obturator penetrations. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint; our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot tell anything from this; we cannot discern a root or underlying cause for the reported issue. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.